Event description:
It was reported that crystalens developed anterior vault one week after implantation. The surgeon made two attempts to reposition the lens and achieved a myopic outcome. The surgeon replaced the crystalens with a different model lens. The incision was not enlarged but sutures were placed. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.